Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's does not display anything. The device was not in patient use. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's does not display anything. The device was not in patient use. The evaluation has yet to be completed. At this time, we are unable to confirm the component required to correct the issue. A follow-up report will be submitted when the manufacturer's investigation is complete.